Event description:
The 26mm edwards sapien ultra transcatheter valve used for tavr. Balloon ruptured, valve did not expand. Valve withdrawn out of annulus. Another 26 edwards transcatheter valve advanced and placed. This balloon ruptured on deployment. Valve was seated. A 25 noncompliant balloon used to expand valve completely. Ref report: mw5157621.